Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported during lasik flap creation a hissing sound like air escaping was heard. Once the patient was moved to excimer laser, it was noted the flap side cut was not complete. Reporter indicated the case was aborted, the patient was sent home, and will return in four to six weeks for photo refractive keratectomy (prk).

Manufacturer narrative:
A logfile review showed no abnormalities can be identified which could have contribute the reported event. The system was working within specification. No technical root cause was identified as the system was operating within specification. The root cause cannot be determined conclusively the manufacturer internal reference number is: (B)(4).